Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort at the implantable pulse generator (ipg) site despite reprogramming. It was also noted that the ipg was poking out due to weight loss. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.